Event description:
It was reported that on (B)(6) 2025, a 8f and 9f amplatzer trevisio delivery systems were selected for a procedure. During preparation, issues were observed sequentially with both systems. The extension tubing were spraying and leaking below the locks. Pecifically, the extension tubing on each system exhibited leakage in the form of a saline spray, with an estimated volume of approximately 20 ml. No visible damage was noted on the tubing or other components. A pre-use inspection of both delivery systems was performed, and no abnormalities were identified at that timethe procedure was completed using a 12 f amplatzer trevisio delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 8f and 9f amplatzer trevisio delivery systems were selected for a procedure. During procedure issues were observed sequentially with both systems. The extension tubing were spraying and leaking below the locks. Specifically, the extension tubing on each system exhibited leakage in the form of a saline spray, with an estimated volume of approximately 20 ml. Both delivery systems entered the patient's anatomy. It was reported that they were considered as the issue. The extension tubing was reported to be the one with the issue. No visible damage was noted on the tubing or other components. A pre-use inspection of both delivery systems was performed, and no abnormalities were identified at that timethe procedure was completed using a 12 f amplatzer trevisio delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of fluid leak and fracture was reported. The device was returned to abbott for investigation and when analyzed, the extension tube was confirmed to be cracked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The event appears to be related to a potential product quality issue, exception issue (B)(4) has been initiated on (B)(6) 2025 to further investigate this complaint. The investigation determined that the cracking observed in the female luer component of the amplatzer delivery system was due to excessive manual assembly force applied during manufacturing. This force introduced residual stress into the plastic material, which over time and under elevated temperatures led to delayed cracking.